Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the right ventricular lead exhibited loss of capture. X-ray revealed the lead perforation. The lead was repositioned in the septal. The patient was fine post procedure.